Manufacturer narrative:
Concomitant products: guiding catheter (4.5 frparent, medikit) guidewire (chevalier 14 universal,fmd). (B)(6). The device will not be returned for analysis, therefore no product analysis will be completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported that 5.0x12mm palmaz genesis stent was removed from the patient, it got stuck with the balloon. The balloon was attempted to be inflated and deflated repeatedly, but the issue continued. After removing the palamaz genesis stent, the guiding catheter was "touched" with the stent, and the stent migrated toward the distal side. Therefore, a new palmaz genesis stent was placed to cover the lesion and to successfully complete the procedure. There was no report of patient injury. An approach was made from the left radial artery. A 4.5f medkit parent guiding catheter was delivered at the approach site, and an fmd chevalier 14 universal guidewire crossed the lesion. The lesion was checked by intravascular ultrasound (ivus), and the palmaz genesis stent was placed with "no problem." The target lesion was the left renal artery. The lesion was moderately calcified and moderately tortuous, with a rate of stenosis of (B)(6). The product was clinically used. The product will not be returned for analysis. Addendum ((B)(6) 2015): the device was stored, handled and prepped according to the IFU. There weren't any other anomalies or damages noted to the device or packaging prior to use. While attempting removal of the balloon, the guiding catheter seemed to hit the implanted stent accidentally and so the stent moved to the distal end from the original position.

Manufacturer narrative:
Complaint conclusion: the 5.0x12mm palmaz genesis stent was removed from the patient and it got stuck with the balloon. The balloon was attempted to be inflated and deflated repeatedly, but the issue continued. After removing the palmaz genesis stent, the guiding catheter ¿touched¿ the stent, and the stent migrated toward the distal side. Therefore, a new palmaz genesis stent was placed to cover the lesion and to successfully complete the procedure. There was no report of patient injury. An approach was made from the left radial artery. A 4.5f guiding catheter was delivered at the approach site, and a 0.014¿ guidewire crossed the lesion. The lesion was checked by intravascular ultrasound (ivus), and the palmaz genesis stent was placed with ¿no problem.¿ the target lesion was the left renal artery. The lesion was moderately calcified and moderately tortuous, with a rate of stenosis of 99%. The device was stored, handled and prepped according to the IFU (instructions for use). There were no other anomalies or damages noted to the device or packaging prior to use. While attempting removal of the balloon, the guiding catheter seemed to hit the implanted stent accidentally and so the stent moved to the distal end from the original position. The product was not returned for analysis. A device history record (DHR) review of lot 16103441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) withdrawal difficulty - (peripheral)¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis and no procedural films were provided. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 99% may have contributed to the reported event. According to the IFU ¿generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Once fully deployed, the stent cannot be repositioned. When stenting renal arteries, exercise great care to reduce the risk of plaque embolization. The device should only be used by physicians who are trained in interventional techniques such as percutaneous transluminal angioplasty (pta) and placement of stents. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The device should only be used by physicians who are trained in interventional techniques such as percutaneous transluminal angioplasty (pta) and placement of stents. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. When catheters are in the body, they should be manipulated only under fluoroscopy. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.